Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump error 41(motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period ), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) has occurred. Buttons were not responsive, and battery failure, and battery replacement. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for product analysis.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. However, the pump had a high sleep current measurement. No unexpected pump error 41 alarm and pump error 43 alarm noted during the testing. Successfully downloaded history files and traces using thump. No pump error 37, 38, 39, 42, 79, 80, 82 and 130 alarm on the formatted history file noted. Pump error 41 alarm and pump error 43 alarm were confirmed according in the formatted history file, suspected on the pcba 1/pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date 31-dec-2023 in the formatted history file.  Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 7:13:59 am. There was no power data available for the event date of 31-dec-2023. Unable to check power data for low battery alert, failed battery alert/battery failed alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿the j1 connector on pcba 1 was locked properly during visual inspection. The original pcba2 was installed in a test pcba1, test case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba1 was installed in a test pcba2, test case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba1 was installed in the original pcba2, test case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Customer alleged for keypad anomaly was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss), pump error 41 alarm and pump error 43 alarm were confirmed according in the formatted history file, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.